Manufacturer narrative:
The reported event was considered confirmed as visual inspection of the returned tasp found signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. This device is considered conforming due to its extended field life and unremarkable manufacturing records. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument fractured. Not all fractured pieces are returned. There is no additional information at this time.